Manufacturer narrative:
The product associated with this report has not been explanted at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. The autopsy results will be requested as soon as they become available to the surgeon. Device labeling addresses the possible outcome of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur."